Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation.in addition to of this initial medwatch report, a response to FDA inquiry related to voluntary report (B)(4) is provided below. Please evaluate this reported adverse event and determine if any remedial action is indicated to prevent future recurrence of the reported problem. If no remedial action is indicated, staet your reasoning for this determination.this event involved a customer loading the flo-gard IV tubing backwards during transfusion. There was no patient injury. A two year complaint review from june 2008 through may 2010 resulted in no indication of an adverse trend and there were no associated mdrs. Instructions for proper loading/unloading of the tubing sets are provided in the flo-gard operator's manual. Based on this information, no remedial action will be taken at this time.

Event description:
Baxter was notified on 04 may 2010, via a maude report of an event involving flogard IV (intravenous therapy) tubing hooked up backwards on a flogard 6201 infusion pump. This event occurred during an transfusion of prbcs (packed red blood cells) resulting in blood being removed from the patient into the unit bag. The facility representative reported to baxter on (B)(6) 2010 that the nurse inserted the tubing in backwards and that there was not any issue with the tubing in this incident. This error was noticed immediately and the infusion was stopped and reset up. No apparent injury to the patient was noted. The facility representative expressed concern that the flogard pump does not alert the operator if the slide clamp incorrectly inserted. The serial number of the pump is unknown and the facility placed the pump back into service. There is no additional complaint information available.